Event description:
A percutaneous nephroscopy was being done to remove a kidney stone by ultrasonic lithotripsy. The surgeon depressed the activation pedal of the lithotriptor two times with no activation occurring. On the third try, a spark was emitted from the rear of the probe handle where the power wire goes into it. Another lithotriptor system was put into service and the case was completed. No pt problems was reported.